Event description:
The facility reported a pump with failure code 570. It is unknown when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.